Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/30/2020. H3 evaluation: one empty labeled winding former and one needle-suture piece were received for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, there were slight marks on the body needle and the end of the suture piece was cut and appeared to be by the use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of the opened sample, the assignable cause of the suture breakage is suggested to be from an improper handling

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a shunt surgery on (B)(6) 2020 and suture was used. The suture was broken easily during vascular anastomosis. There were no adverse consequences to the patient.